Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2012. During the procedure, the blade of the device did not come out fully. Putting the device into the full blade mode did not resolve the issue. The event occurred after morcellating approximately three quarters of a 600 gram uterus with myomas. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The blade failed to rotate/advance during the evaluation.

Manufacturer narrative:
(B)(4). Blade will not advance. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.